Manufacturer narrative:
The device was not returned for analysis. However, the microcatheter used for the procedure was returned. Nked and twisted at the distal end. The device was not returned for evaluation. The microcatheter was found to be severely kinked and twisted at the distal end. The physical evaluation of the microcatheter could not identify the conditions or circumstances that led to the damage, and it is therefore unknown if the microcatheter could have caused or contributed to the reported event.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that treatment was performed for a common hepatic artery aneurysm. During coil repositioning, the coil unexpectedly detached. The detached coil remains implanted at the treatment site. There was no reported patient injury or intervention.